Event description:
It was reported that pump experienced malfunction alarm with non-resettable malfunction code and customer had no backup method of insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged replacement pump shipment with updated software, provided instructions for storage mode and return of malfunctioning pump within specified time, and advised customer to re-enter pump settings and reconnect continuous glucose monitor; customer was also advised to contact healthcare provider¿s emergency line for backup insulin method and ultimately expressed satisfaction, and case was closed.